Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was gained via the right femoral artery. The 3.0x24mm promus element plus was advanced to the 90% stenosed target lesion in the 3.0 in relative diameter, moderately calcified and moderately tortuous unspecified vessel. However, difficulties crossing the lesion were encountered and the sds was removed and stent damage was noted. The procedure was completed with another of the same devices. No patient complications were reported and patient status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was gained via the right femoral artery. The 3.0 x 24 mm promus element plus was advanced to the 90% stenosed target lesion in the 3.0 in relative diameter, moderately calcified and moderately tortuous unspecified vessel. However, difficulties crossing the lesion were encountered and the sds was removed and stent damage was noted. The procedure was completed with another of the same devices. No patient complications were reported and patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a promus element plus stent delivery system (sds) and stent with no other devices. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were multiple stent struts stretched and bent in the middle of the stent. The distal tip was damaged. Magnified inspection presented no evidence of any product quality deficiencies contributing to the reported crossing difficulty and the confirmed stent and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).